Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of current sensation in their head. Impedance tests were run and they were increased, but not so much it required immediate action. The measurement¿s highest impedances were 5362, 5114, and 4652. Additional information was received: it was reported that there were no known causes, but the patient did experience a fall/accident earlier in the year. They programmed another contact point with no impedance issues and palpated the lead/extension connection. The hospital would follow up with the rep if anything else was needed but the rep didn't hear anything as of june 26, 2020.